Event description:
Hernia repair surgery with bard composix kugel hernia patch. Following surgery had a lot of infections and abdominal pain. The pain was severe. I saw my doctor and surgeon many times along with trips to the ER because of the pain. I knew something wasn't right. However, it wasn't until 2006 that my surgeon agreed to do an exploratory surgery. After that surgery it was determined that the mesh should be removed and replaced with a "better one." I had the mesh removed and replaced three months later. The surgeries caused a great deal of stress of my system. I still continue to have pain and have been unable to work for over 6 months.